Event description:
The device was being used for pt monitoring. The facility reported the device was intermittently inoperative. The facility reported there were no adverse effects to the pt resulting from the device use.